Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced a hematoma in the right groin and ischemia of the right lower extremity. Impella support continues and the patient is in stable condition.

Manufacturer narrative:
B5 updated with clinical narrative and additional information. H6 health effect impact code f2302 as additional information was provided. The investigation was completed and no device was returned. Investigation summary: ischemia: the root cause of the injury was unable to be determined due to insufficient clinical details. Access site adverse event/ hematoma: the cause of access site adverse event/ hematoma was most likely unintended use error caused or contributed to event due improper anticoagulation management since act was high at time of bleeding.

Event description:
Clinical rationale: an impella cp device was inserted via the right femoral artery in a 52-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e, with a history of known coronary artery disease. The care team reported a right groin hematoma and absence of distal pulses or flow in the right lower extremity. The patient received two units of blood. The pump was discontinued, and the patient survived to explant. The reported hematoma requiring blood transfusion is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support. The reported ischemia may be influenced by patient-specific factors such as severe hemodynamic compromise (scai stage e), underlying peripheral vascular disease, and critical illness.